Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the reported issue could not be duplicated during testing. During revew, the device charged successfully on battery power but took longer than expected, and subsequent charge attempts timed out before eventually displaying low battery and battery fault messages. Full functional and internal testing, including charging tests with known low batteries, showed no faults, and the device operated as intended. Because no customer batteries were returned, their condition could not be assessed. The device is performing within specifications, and proper adherence to zoll battery management guidelines is recommended to ensure reliable operation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed multiple "defib charge timeout" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.